Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary : exec summary - samples were received and an investigation was performed. A review of the complaint lot history check was performed and this is the 1st related complaint for stopper damaged on this lot #. No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Samples returned - customer returned (28) 3/10cc12.7mm 29g syringes (7 in an open poly bag, 21 in sealed poly bags) with the shelf carton from lot # 1004352. Customer states that the stopper was damaged or deformed. All returned syringes were examined and 5 syringes from the sealed poly bags exhibited a deformed stopper. Manufacturing ((B)(4)) will be notified of this issue. Photos - (B)(6) 2020 (B)(6) received a photo complaint from material #326631 and lot #1004352; initial evaluation: examination of the photo indicates that the stopper leading edge was angled to one side in the barrel and not straight across. Manufacturing evaluation: a review of the syringe assembly line where the syringe in question was produced was completed. Process summary: the automatic syringe assembly machine which feeds 0.3ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components into a syringe. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial and various inspections and transfer dials. Device history record; l2l and logbook evaluation: the device history (DHR) for batch 1004352 was reviewed for the syringes assembled from 18feb2021 to 19feb2021. During the manufacturing process, the following inspections are completed on regular intervals: visual inspection (without aid) every hour: missing components visual inspection every hour: plunger fully secured to stopper. If a defect is found during an inspection a quality notification is initiated. No quality notifications were written for issues relating to the assembled syringe defect. Root cause: dispatch #116141 was created for insufficient barrel lube. A dry barrel is the result of the lack of silicone in the barrel which allows the plunger and stopper to move with limited ease. Found a silicone gun not aligned correctly. No root cause as to why the gun was slightly out of line to the silicone being applied into the barrel. Corrective action: adjusted the silicone gun and purged the silicone to ensure all 9 silicone guns were aligned and adding the applicable amount of silicone into the barrel. CAPA/sa - based on the above investigation no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Nb : - no risk management st.

Event description:
It was reported that 1 bd syringe 0.3ml 29ga 1/2in had a deformed stopper. The following information was provided by the initial reporter : the customer reported that the stopper was damaged or deformed.